Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's father reported via phone call of issues with the customer's insulin pump. The customer states they received failed battery test. The customer's blood glucose level at the time of incident was unknown. The customer states they had cracks on battery and reservoir compartment. Troubleshoot was conducted. The customer was advised the pump would be replaced and returned for analysis.

Manufacturer narrative:
The insulin pump was received with all operating currents within specifications and passed functional testing including the rewind, self-test, a21 error test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. No failed battery test or any battery alarm noted. No broken reservoir tube lip or belt clip slot noted. The insulin pump had minor scratched lcd window, cracked battery tube threads, cracked reservoir tube lip and scratched reservoir tube window.